Event description:
One to two weeks prior to surgery, pt had spontaneous rupture of the right breast implant with gradual leak to point of complete deflation. There was no history of trauma. Surgical findings included small amount of fluid within the implant and multiple pinholes around the valve margin.